Event description:
The customer reported via phone call that she required medical intervention due to low blood glucose levels, which she experienced while pumping insulin via the insulin pump on (B)(6) 2015. The customer stated that paramedics treated her on the scene but was not admitted into a medical facility. The customer's blood glucose was 20 mg/dl. The customer stated that she had had an "unreadable low." She drank juice and her blood glucose rose to 40 mg/dl but dropped low again leading up to the 911 call. She stated that she had had paramedics respond to a call on 05/11/2015 before she started using the insulin pump, and then again on (B)(6) 2015 after beginning insulin pump therapy. The customer did not know the perceived cause of the low blood glucose event. She reported that the reservoir showed the same amount of insulin as was shown on the status screen. She was advised to speak with her doctor regarding the low blood glucose, monitor the insulin pump, and call back if issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.